Event description:
E-mail received from the affiliate reported that: "during insertion of codman microsensor/icp monitor. Device gave erratic readings. Surgeon mentioned this to ps on (B)(6) while she was finding out information for another similar case ((B)(4)). Ps will endeavor to find more information about this case - ie. Batch number, patient status etc. The date of event is not known but is believed to have occurred during the week starting (B)(6)". Note that the device was discarded by the hospital and the device lot number and/or serial number is unknown. E-mail received from the affiliate on (B)(6) 2012, informed that the patient is in stable condition. The device was not replaced and the delay in surgery was not greater than 30 minutes. Additionally, the affiliate provided the device lot # cmmc40. (B)(4).

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. It is believed that this is a typo error, and the correct lot number is cmmc4d. Lot history records for p/n 82-6631; lot # cmmc4d were reviewed and verified that all products in this lot number were conforming to the required specifications when released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.